Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wires were intact and undamaged; however, the drive cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the wire at the distal end of the mega needle driver instrument was coming out. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.